Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hard shell of the mask was deformed. The air cushion was filled with gas and then submerged in water and the air cushion was pressed by hand. No any bubbles (or leakages) were found. Based on the investigation performed, the reported complaint was confirmed. It was determined that the mask was pressed by out force during storage (or transportation) that caused the damage and the air leaked out naturally.

Event description:
The customer alleges that the mask was found deflated on the crash cart. No patient injury or involvement.

Event description:
The customer alleges that the mask was found deflated on the crash cart.no patient injury or involvement.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.